Manufacturer narrative:
On december 17, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent unspecified breast reconstruction surgery cpx4 with suture tabs tall height smooth expanders on both sides and experienced bilateral tissue expander deflation. As a result, the patient underwent bilateral explantation and replacement with unknown serial numbers on (B)(6) 2020. Follow-up are in progress. Supplemental report will be submitted when additional information is received. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient's initials were inadvertently not reported under the previous submission. It has been updated under field a1 on this form on (B)(6) 2021, device evaluation was completed. Device evaluation summary: no leak test was necessary to determine the location of the tear as we observed a tear at the union between the shell and the suture tab in the 9 o¿clock position. When evaluated under a microscope the tear pattern did reveal parallel striations that are consistent with markings made by a sharp instrument perforating the implant shell. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. While deflation is historically the most common complication related to tissue expanders, the rate of deflation with mentor® tissue expanders remains very low. An incident of this nature may be the result of one or more of the following factors: over inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g. Physical exercise) or excessive manipulation/ trauma in the region of the expander. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4) a1 patient identifier correctly updated to r.w.